Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The company clinical representative was present for a seeg case. A postdoctoral research fellow in neurosurgery, noticed that three of the image stacks imported into rosa were distorted with a streak-like artifact. The postdoctoral fellow said they had burned in a target into the image and it looked good on the dicom viewer and stealth, previous to importing the images to the rosanna software. The three images that were distorted were 3d-mr-vcvs2ba25, 3d-mr-sten_limbic, and 3d-mr-vcvs2ofc. The issue starting upon importing on the planning station but the images looked streaky on both the planning station and the rosa robot after transferring the images there via usb. The case was still able to be planned and completed successfully. This occurred previous to surgery during planning (patient was under anesthesia when this was brought to the clinical rep attention). This caused a 10-15 minute delay.

Event description:
The company clinical representative was present for a seeg case. A postdoctoral research fellow in neurosurgery, noticed that three of the image stacks imported into rosa were distorted with a streak-like artifact. The postdoctoral fellow said they had burned in a target into the image and it looked good on the dicom viewer and stealth, previous to importing the images to the rosanna software. The three images that were distorted were 3d-mr-vcvs2ba25, 3d-mr-sten_limbic, and 3d-mr-vcvs2ofc. The issue starting upon importing on the planning station but the images looked streaky on both the planning station and the rosa robot after transferring the images there via usb. The case was still able to be planned and completed successfully. This occurred previous to surgery during planning (patient was under anesthesia when this was brought to the clinical rep attention). This caused a 10-15 minute delay.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the display issue of the three MRI is a known software anomaly related to the image file (.img) contained in the dicom series and to the contrast management of the MRI. This anomaly is being corrected on the u.s. Affected devices, please refer to FDA recall reference z-1151-2020.

Event description:
The company clinical representative was present for a seeg case. A postdoctoral research fellow in neurosurgery, noticed that three of the image stacks imported into rosa were distorted with a streak-like artifact. The postdoctoral fellow said they had burned in a target into the image and it looked good on the dicom viewer and stealth, previous to importing the images to the rosanna software. The three images that were distorted were 3d-mr-vcvs2ba25, 3d-mr-sten_limbic, and 3d-mr-vcvs2ofc. The issue starting upon importing on the planning station but the images looked streaky on both the planning station and the rosa robot after transferring the images there via usb. The case was still able to be planned and completed successfully. This occurred previous to surgery during planning (patient was under anesthesia when this was brought to the clinical rep attention). This caused a 10-15 minute delay.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the display issue of the three MRI is a known software anomaly related to the image file (.img) contained in the dicom series and to the contrast management of the MRI. This anomaly will be addressed through the continuous improvement process of our products. It is not related to the FDA recall reference z-1151-2020, as stated by mistake in the previous report.